Event description:
Patient reportedly experienced overly loud stimulation and pain due to the overly loud sensations followed by a loss of lock. External equipment was exchanged. However, the problem was not resolved. Explant surgery to remove the patient's c1 device was performed in 2007.